Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. Treatment was not reported. It was not reported whether the patient was hospitalized. The patient recovered from the event. No additional information is available.

Manufacturer narrative:
(B)(4). The date of event was reported as (B)(6) 2013. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.